Event description:
It was reported the patient presented for implant procedure. Prior to surgery, the atrial leadless pacemaker (lp) was unable to be dock properly prior to the delivery catheter and separated prematurely. A different lp was used to complete the procedure. After surgery, the lp was successfully attached to the delivery catheter and was unable to be separated. The patient was discharged following the procedure.